Event description:
It was reported in the korean journal of radiology during endovascular coiling in the very tortuous internal carotid artery (ica), the guidewire was rotated many times. The tip fractured and appeared to be stuck in the ica. An unsuccessful attempt was made to remove the broken piece using a microsnare the procedure was ended after confirming that there was no flow disturbance or any complications associated with the remaining wire part in the ica.

Event description:
It was reported in the (B)(4) journal of radiology during endovascular coiling in the very tortuous internal carotid artery (ica), the guidewire was rotated many times. The tip fractured and appeared to be stuck in the ica. An unsuccessful attempt was made to remove the broken piece using a microsnare the procedure was ended after confirming that there was no flow disturbance or any complications associated with the remaining wire part in the ica.

Manufacturer narrative:
A ship history review identified three lots that had been supplied to the user prior to the reported event. A device history record review on each of the three lots confirmed that they met all material, assembly and performance specifications. The device was not returned for analysis. Based on the information available, it is probable that some anatomical or procedural factors caused or contributed to the event. Therefore, a root cause related to operational context has been assigned to this event.